Event description:
Technical services evaluated an egm and noted that there was noise indicative of a lead fracture. The device also displayed multiple episodes were the therapy had benn aborted due to the device detecting possible output stage damage. Both the ICD and lead were replaced.